Event description:
The manufacturer received information alleging a ventilator was alarming for internal battery issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an open condition was found within the device's power cord which prevented the device to charge its internal battery. The device's power cord was replaced to address the issue.